Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. The investigation determined the reported difficulties appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement, the guide wire became kinked due to interactions with the anatomy and/or other devices used. Manipulation of the guide wire likely resulted in the reported tip separation at the kinked location. In addition, the perforation was likely caused by the dragging and manipulation during retraction of the separated portion of the guide wire during attempts to snare the device. The reported patient effect of perforation is listed in the instructions for use, guide wire hi-torque guide wires ce FDA, as a known patient effect of the procedure. The reported patient effects and treatments appear to be related to the operational context of the procedure as the patient was sent to surgery and the separated wire was removed. An abbott vascular medical affairs expert reviewed the details of the case and concluded that the patient death appears to be secondary to the complications of the procedure and subsequent surgery however the whisper wire directly contributed to the death of the patient. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the patient presented with unstable angina. There were lesions in the left anterior descending (lad) and left circumflex (lcx) coronary arteries. The lad was successfully treated with balloon angioplasty. The lcx was planned to be treated next, and it was attempted to wire with a balance middleweight (bmw) guide wire but it could not cross the lesion. The failure to cross was due to the anatomy and there were no other device issues noted. There were no patient effects due to the failure of the bmw to cross. A whisper guide wire was then attempted with a non-abbott guide catheter extension and a microcatheter and was able to cross the lesion. The lesion was ballooned but a 38 mm stent could not pass so it was planned to use shorter stents. An 18mm stent was attempted but while getting out of the left main artery, the stent was going into the lad despite no loop in the guide wire. It was then noted that the whisper guide wire was fractured in the left main artery. Reportedly, there was no resistance during advancement or withdrawal. Multiple snaring attempts were made as well as ballooning and trying to drag the separated portion out. It was also noted that it appeared the whisper guide wire had gone through the roof of the left main artery. The patient was sent to surgery and the wire was removed after bypass and ligation of the left main artery. The patient experienced biventricular failure and CPR was attempted however, the patient expired. No additional information was provided.